Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. Serious and life threatening adverse events, including death, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported via the clinical database that the patient had passed away on (B)(6) 2015. Patient was found on (B)(6) 2015 with left arm shaking and his neuro exam was positive for lue drift and mild weakness. He was taken for a head CT and returned to the floor where another episode of seizure activity was noted. Patient was given fosphenytoin 1400mg. The CT noted a new subarachnoid hemorrhage. The then had a hypotensive episode and his mean arterial pressure (map) dropped from 78 to 58 and a new onset of slurred speech and nausea were noted. One mg ativan and an unknown dose of zofran was repeated. Patient was on warfarin at the time of the event. On (B)(6) 2015 patient had stable exam at 1800. At 2200 the patient was found to have worsened left arm weakness and left facial droop. Of note, patient was on 2-1 observation and staff did not witness anything abnormal. Neurology was consulted. A new head CT was done that showed no change from previous CT done upon admission. CT showed no vessel cut off, but demonstrates mild stenosis of the left supraclinoid internal carotid artery. This appearance is unchanged from the prior CT. There was no evidence of aneurysm and patient does not notice any change in symptoms. Another CT was done on (B)(6) 2015 that showed subtle hyperdensity left parasagittal parietal lobe and some petechial hemorrhage. Patient was discharged on (B)(6) 2015 home on hospice care. On (B)(6) 2015 the family had made the decision to stop the patient's vad and he passed away. The family declined an autopsy. No additional information provided.